Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient_s family reported that over the last couple of years the patient could only respond to loud sounds and has had great difficulty understanding speech. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: the device investigations show that the electronic circuit is functional, but there is damage at the weld of the reference electrode. The pattern of the damage is indicative for wire breakages by small mechanical loads applied over some period of time. Additionally, the active electrode shows wire breakages of the same kind. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient's s family reported that over the last couple of years the patient could only respond to loud sounds and has had great difficulty understanding speech. The patient has been re-implanted.